Event description:
March 16, 1995, the patient developed a wound dehiscence and was admitted to the hospital march 18, 1995 for formal inpatient whirlpool treatment and surgical debridement with IV antibiotics. Culture taken grew a heavy growth of staphylococcus aureus at the time of discharge. 03/23/95. On 05/2/95, a small subcutaneous pinpoint abscess was noted at the inferior pole of the patella. The physician recommended additional surgery for hardware removal and probable resection of the proximal pole of the patella, however, the patient refused. The patient was treated with outpatient whirlpool and placed on keflex. The patient was subsequently admitted to the hospital for hardware removal and I&d on 05/19/95. A fibrous union was deteched with no evidence of infection in deep layers or bone. As of 06/8/95, the cast was removed and the wound was healed. No evidence of recurrence of infection was noted. On 08/17/97, the patient was intoxicated, slipped and fell resulting in increased separation at the fracture site. The patient was instructed to use an immobilizer for six weeks. The patient subsequently "lost" the immobilizer and further displacement was noted on x-ray. On 8/20/97, a partial patellectomy was performed. On 9/14/97, the patient was doing well and the wound was healed without evidence of infection.